Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that there was blockage infusion set located in tubing and patient used soft cannula infusion set. The patient changed supplies as necessary and resumed insulin therapy. No further information available.